Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the complaint could not be duplicated or confirmed. The pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The pump was opened and no moisture or damage was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.